Manufacturer narrative:
E1: telephone number (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from croatia, edwards received notification of a pascal precision ace procedure performed in the tricuspid position. One week after the procedure, while the patient was undergoing an angiogram, a single leaflet device attachment (slda) was noticed. The patient had torrential tricuspid regurgitation (tr) with very long leaflets and leaflet prolapse, consistent with a tricuspid barlow's etiology. During the index procedure, two ace devices were implanted, resulting in a reduction of tr to mild. A few days after the procedure, a transthoracic echocardiogram (tte) was performed, which confirmed that the devices were stable at that time. Approximately one week after the procedure, while the patient was undergoing a coronary angiogram, a slda was noted on fluoroscopy. The slda involved the second device in the central position, with detachment of the septal leaflet, resulting in moderate tr. It was not clear whether the patient's optimal medical therapy had been continued at that time. One week later, the site performed a re-intervention to repeat transcatheter edge-to-edge repair (teer). The redo procedure was completed successfully with the implantation of two additional ace devices. Following the re-intervention, the slda device was reported to be completely stable. There was no transvalvular gradient and only trace tricuspid regurgitation. Patient was in stable condition.